Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok buttons were under-responsive. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: all of the keypad buttons were found to be intermittently responsive. There was no damage found to the keypad. The keypad was removed and contamination was found under the button contacts.